Manufacturer narrative:
This information was not provided during the initial report. Additional information has been requested. Subject device is an instrument and is not implanted or explanted. Synthes is unable to provide the date of manufacture without the product returned or lot number provided. The investigation could not be completed, no conclusion could be drawn as no product was returned and no lot number was provided. Without a lot number, a device history record review could not be completed.

Event description:
During a tibia nail procedure, the surgeon was reaming and hit a screw. Surgeon flinched, causing the shaft to go backwards and the 10.0 mm flexible shaft 440 mm unwound. The surgeon performed a mini osteotomy and tapped the shaft out intact. There were no pieces left in the pt. Surgeon selected another shaft and completed the procedure.